Manufacturer narrative:
(B)(4).

Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified diagonal bifurcation of the left anterior descending artery. There were no issues during the procedure. At the end of the procedure, when the whisper guide wire was removed, it was observed that the tip was separated. There was no reported resistance during the procedure. Angiography was performed and the separated tip was found in the vessel. The separated portion remains free-floating in the patient. There was no clinically significant delay in the procedure. No additional information was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported detachment of the device component was confirmed via returned device analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint handling database revealed no other incidents for detachment of device component reported from this lot. Based on visual analysis and the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.